Event description:
It was reported that the ventricular lead had low r waves. The lead was repositioned and remains in use. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in ICD patients (advance) iii study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.